Event description:
It was reported that (1) device was used during a laparoscopic lysis of adhesions. It was reported by the rep that the lcsc5 was being used by the surgeon, to take down adhesions. The surgeon reported to the rep that lateral thermal spread from the lcsc5 caused small bowel injury and subsequent perforation. The pt was reoperated/small bowel resection for 7 days. The total hosp stay was 10 days. The device is not being returned.